Event description:
Country of complaint: (B)(6). Needle detachment during removal from blister pack.

Manufacturer narrative:
Mfg site eval: there are no previous complaint of this code batch. There are no units in OEM stock. Reviewed one open and unused sample with the needle detached from thread and the thread is still wound on the pack. Without closed samples we cannot carry out proper analysis. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.